Manufacturer narrative:
The t:slim g4 pump user guide states that the t:slim g4 pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan or other exposure to radiation. In addition, do not expose your pump, transmitter, or sensor to pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, or nuclear stress test. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 157 (mg/dl). Reportedly, the customer was wearing the pump under a lead vest while receiving an x-ray 2 days before the event. Customer was reminded that the pump should not be exposed to x-rays. It was indicated that the customer had manual injections available for alternate insulin therapy.